Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11 based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to the use of a high-frequency instrument without sufficient distance from the tip. The event can be detected/prevented by following the instructions for use in: ¿3.3 inspection of the endoscope. 4.3 using endotherapy accessories.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited burnt c-cover(plastic distal end cover). The issue occurred during reprocessing. There were no reports of patient involvement.